Event description:
Event description guidant received information that this patient with this pacemaker, which is included in the failure mode 1 recall, experienced a syncopal episode. The cause of the syncope was felt to be noise, which is documented on a electrogram strip. The patient is pacemaker dependent. At a follow-up visit the device was manipulated in the pocket and false signals in the atrial channel were reproduced, only 2 beats. Based on these findings, coupled with the syncope, the device was was explanted, replaced and returned for analysis. The device was low on battery also. The leads were inspected and found to be functioning good.